Event description:
It was reported that during the procedure in the internal iliac artery, a 6f non-abbott sheath was inserted into the left groin. Due to heavy calcification, a guiding catheter was not used. A non-abbott guide wire was advanced up and over the bifurcation followed by the foxcross dilatation catheter. During dilatation the foxcross balloon was inflated using hand inflation via syringe and the balloon ruptured. While pulling back on the balloon, the guide wire flipped into the aorta. Upon removal of the balloon from the anatomy, it was noted that the tip of the balloon, including the markers, was missing. Three days later, the pt was referred to another hospital where an attempt was made to snare the balloon and markers from the right iliac artery. Retrieval was successful with the exception of the very tip of the balloon and the distal gold marker, which remain in the profunda. Hospitalization was prolonged. There is no planned intervention to remove the tip of the balloon and the marker from the anatomy. There was no adverse pt sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.